Event description:
It was further reported that during the patient's hospitalization there was an increase in body weight. Following hospitalization, fluid intake was restricted and the patient was treated with diuretics, which may have led to a reduction in circulating blood volume. Temporary decrease in vad flow associated with suction waveforms were observed. It was noted that the patient remained asymptomatic during this period. It was also stated that the weight gain prior to hospitalization was like due to decreased compliance caused by cognitive decline. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental is being submitted for device evaluation. Product event summary: (B)(6) and one (1) controller ((B)(6)) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed that (B)(6) was the primary controller in use during the reported event and (B)(6) was the backup controller. Log file analysis revealed several intermittent decreases in power consumption and estimated flows along with suction events within the analyzed period and twenty-seven (27) low flow alarms logged since (B)(6) 2025. Additionally, log file analysis revealed a motor start event recorded on (B)(6) 2025 at 21:08:33, in which the motor start parameters were atypical. Log file analysis also revealed a controller power-up and associated motor start event logged on (B)(6) 2025 at 21:08:18, indicating a loss of power to the controller. The data point recorded prior to the loss of power indicated that (B)(6) was connected to power port one (1) with (B)(4) relative state of charge (rsoc) and that (B)(6) was connected to power port two (2) with (B)(4) rsoc. The data point recorded after the loss of power indicated that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The controller was without power for ten (10) seconds. Review of the available autologs report revealed one (1) vad disconnect alarm logged on (B)(6) 2025 at 15:15:11, indicating a physical disconnection of the driveline from the controller. Additionally, log file analysis associated with (B)(6) revealed one (1) vad disconnect alarm was logged on (B)(6) 2025 at 17:08:42, indicating that the controller was powered up without the driveline connected. Of note, (B)(6) was loaded with a software containing an unapproved pump start algorithm. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk docu mentation, possible causes of the reported low flow and suction events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump r otational speed. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the loss of power event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. The most likely root cause of the vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controller and/or the powering up of the controller without a driveline connected. Per the instructions for use, neurological dysfunction is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of neurological dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progre ssion of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: serial#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the reason for hospitalization was obesity and it was at the time of admission the patient dietary restriction and medication adjustment were made.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 / d4: model#: 1420 / catalog#: 1420 / expiration date: 31-oct-2023 / serial#: (B)(6) / d9: no / h3: no / h4: mfg date: 21-oct-2022 / h5: no / h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited an unexpected loss of power associated with a ventricular assist device (vad) stop. The patient was hospitalized due to a significant decline in cognitive function; it was stated that cognitive decline was due to aging. It was noted that it was difficulty to clearly understand the circumstances at the time of the loss of power due to the patient's cognitive function being significantly impaired. There were concerns about the patient's power source management, and the patient was being frequently observed and monitored. Log file review revealed a motor start with atypical parameters at the time of the loss of power. Log file review also revealed low flow alarms. This device is included in the subgroup 3 population for delay or failure to restart. The patient was given an alternate software controller for back up. The vad and controller remain in use. No patient complications have been reported as a result of this event.